Event description:
A us distributor reported that an electrode belt was damaged and experiencing adjust belt and check pad messages

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt, adjust belt and check pad messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken. The root cause for physical abuse could not be positively identified. There was no adverse event that resulted from the damaged belt.